Manufacturer narrative:
Additional information: b1, b2, b5, b7, h6 (type of investigation). Corrected information: h1, h6 (medical device problem code). CAPA ca-00016. Manufacturer reference: (B)(4).

Event description:
It was reported that the hahn tapered implant failed. The patient's bone type is iii and their oral hygiene is listed as good. The patient presented on (B)(6)2022 for a primary procedure on tooth #5. On (B)(6)2023, the patient returned for examination. The provider reported that it the implant never got above 60 in the iso penguin meter and there was no bone on the distal so the implant was removed due to failure to osseointegrate. The implant was not replaced. There was no patient injury and no additional medical / surgical procedure was required.

Manufacturer narrative:
The device was returned, the investigation has been completed and the results are as follows: DHR results: the DHR was reviewed for lot #6119815 and there was no evidence discovered to indicate that a product defect or non-conformity contributed to the issue. The part met all the criteria called for in the production router. Stock product reviewed results: there was no stock product from lot #6119815 available for review. Investigation methods/results: the device was returned but not in original package. The implant was verified to be a hahn tapered implant ø4.3 x 9 mm (70-1154-imp0009) using radiographic template. There was no defect or non-conformity observed and the threads were intact. The complaint is verified based on the returned part(s) but cannot confirm the failure mode. There was no evidence found that indicated that the reported issue was caused by the device itself. Root cause: "failure to osseointegrate" is a common complaint in regard to implant failure. This occurs when the patient's bone does not integrate with the implant surface. The possible responses to this complaint could be attributed to various causes. Per the reported information, the patient has high blood pressure. Although the root cause for failure to osseointegrate is inconclusive and specific to each case, probable causes could be the loss of primary stability at the osteotomy site due to insufficient bone or poor bone quality; either the bone was too soft, or the operator erred in creating an osteotomy bigger than the size of the implant diameter. IFU-570 rev 3 (hahn tapered implant system) contains the following statement in precaution section surgical procedures: "minimizing tissue damage is crucial to successful implant osseointegration. In particular, care should be taken to eliminate sources of infection, contaminants, surgical and thermal trauma. Risk of osseointegration failure increases as tissue trauma increases. All drilling procedures should be performed at 2000 rpm or less under continual and copious irrigation. All surgical instruments used must be in good condition and should be used carefully to avoid damage to implants or other components. Implants should be placed with sufficient stability; however, excessive insertion torque may result in implant fracture, or fracture or necrosis of the implant site. The proper surgical protocol should be strictly adhered to." IFU-570 rev 3 (hahn tapered implant system) contains the following statement in warning section: "absolute success cannot be guaranteed. Factors such as infection, disease and inadequate bone quality and/or quantity can result in osseointegration failures following surgery or initial osseointegration." IFU-570 rev 3 (hahn tapered implant system) contains the following statement in warning section: "the implant site should be inspected for adequate bone by radiographs, palpations and visual examination. Determine the location of nerves and other vital structures and their proximity to the implant site before any drilling to avoid potential injury, such as permanent numbness to the lower lip and chin."

Event description:
It was reported that the hahn tapered implant failed. The patient's bone type is iii and their oral hygiene is listed as good. The patient has a history of high blood pressure. The patient presented on (B)(6) 2022 for a primary procedure on tooth #5. On (B)(6) 2023, the patient returned and the implant was removed due to failure to osseointegrate.

Manufacturer narrative:
The device has been returned. Once the investigation is completed, a supplemental report will be submitted.

Event description:
It was reported that the hahn tapered implant failed. The patient's bone type is iii and their oral hygiene is listed as good. The patient has a history of high blood pressure. The patient presented on (B)(6) 2022 for a primary procedure on tooth #5. On (B)(6) 2023, the patient returned and the implant was removed due to a loss of osseointegration.